Event description:
Two weeks after a pump refill, the patient experienced underdose symptoms: acute pain, irritation, agitation, crying, and increased baseline spasticity. After two days of symptoms, the patient went to the clinic. The drug in the pump was lioresal, the concentration and dose were not reported. The health professional was planning to do some troubleshooting and testing. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.